Event description:
The customer has reported using the mammotome control module for a stereotactic procedure and the error code of l3-002 populated during the initialization. The breast biopsy was completed. There were no pt consequences reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.